Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a hot smell coming from the communicator. A boston scientific technical services (ts) provided troubleshooting steps. No adverse patient effects were reported. The communicator remains in service at the moment.